Event description:
It was reported that a patient experienced burns on the leg following a laser hair reduction treatment using elite iq. Cynosure clinical reached out to the site for additional information. It was determined the user error was involved. Operator admits that patiently recently went on a trip to greece and legs were still tan from the trip. Operator relayed they started with the yag, but then decided to change and use alex wavelength instead. Per cynosure clinical, "the alex wavelength is not appropriate for tanned skin." Images were provided by the site and given to cynosure medical director for consultation. Cynosure medical director states that the area has a full thickness burn and will scar. Patient was also given biafine cream as preventative medication. A service evaluation was performed by cynosure field service engineer (fse) who confirmed the device's outputs were within specification. Burns are an expected side effect from such treatment. Since a full thickness burn occurred from this event, this is considered a serious injury and therefore reportable.